Event description:
I used a cloud massage foot massager and immediately felt intense left foot pain. It squeezed my feet so hard that it felt like my bones were breaking. It was extremely tight and the settings did not allow for a safer squeeze. I have been suffering from foot pain in my left foot ever since that has not healed. I am unable to lift more than 5 pounds without the pain coming back again. This has greatly affected my ability to do daily activities without great pain. Walking has become a daily struggle for me. I would like this product to be looked at and corrected as I feel it has caused me pain and suffering with detrimental results on my daily living and work life. I work as a nurse and do not have any health problems other than this now. It has restricted my ability to get things done around my home such as having difficulty walking my dog or simple things like going for groceries. The pain feels like someone is shooting fire into my bones. I have seen a podiatrist who wanted to give me cortisone shots but I declined due to possible side effects. I have used ibuprofen but it does not help. No radiological tests were done. Perhaps there should be a weight or size requirement to use the machine because I have smaller feet? Or perhaps it is a defective product that caused harm to me. If you need anything else from me to investigate, please feel free to contact me anytime. Thank you.